Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of output anomaly was confirmed via review of the stored electrograms in the laboratory. An arc mark was observed on the ICD can and indicated the presence of lead material. The device was tested on the bench and using out automated test equipment. No anomalies were found. It is believed that the cause of field event were due to a lead integrity issue.

Event description:
It was reported that during dft testing for ICD upgrade, the patient did not convert and had to be externally rescued. Episode showed low lead impedance. Review of session records showed that there were aborted shocks due to over current detection. The device was not used.